Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing sensor malfunction. Customer reported of receiving a calibration error alarm. Customer reported that when one sensor was removed, the cannula was curled up. Customer states that when transmitter was connected, it was noticed that there was no sensor cannula. Customer also experienced sensor glucose versus blood glucose differences. After troubleshooting, customer was advised that sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula to be bent also, the insertion needle was not returned; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.